Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.

Event description:
It has been alleged by the customer that they have received the product broken.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported damage was confirmed. Review of the manufacturing documents revealed no discrepancies. The item returned was documented as faultless prior to distribution. Appearance of damage found indicates that the nail holding screw had been tightened by force while the nail was fixed in wrong position (180° turned to intended position) on the target device. This caused the evident material displacement and breakage at the reception of the nail. Similar damage was found at nails of previous cases where the nails had been attached in wrong position. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related to non-intended use (deviation from surgical technique). No non-conformity was identified.

Event description:
It has been alleged by the customer that they have received the product broken.